Event description:
During a ptca treatment procedure, the quantum maverick monorail 12/4.5 mm balloon ruptured during the second inflation when the pressure was increased from 10 atms to nominal pressure. (The initial inflation was to 6 atms.) The lesion being treated was a calcified, 90% stenotic lesion extending from the left main trunk to the proximal left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access and a runthrough guidewire and a launcher guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'